Event description:
The patient reported that going through a theft detector and stimulation turning off had happened before, however they were able to turn stimulation back on and was reprogrammed by their healthcare provider. The patient was implanted for urinary `dysfunction/sacral nerve stim and gastrointestinal /pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.